Manufacturer narrative:
The device and lead remain in service. Should additional information become available, this report will be updated.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and there were no obstructions noted in the lead barrels. The header was solidly attached to the device casing. Seal ring marks in all lead barrels indicate full lead insertion. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The atrial setscrew was removed from the device header. High power visual inspection noted no signs of cross threading. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported field allegations.

Event description:
--

Manufacturer narrative:
Approximately ten months later, we received new information that the patient's remote monitoring presenting electrogram showed lots of atrial noise. Daily measurements in the ra were turned off due to this issue. Since the patient's last follow-up appointment, noise and oversensing has increased. It was also observed that the right ventricular (rv) impedances were reading noise and noise was observed on the shock electrogram. It was discussed that the patient may be brought in for an evaluation.

Event description:
Boston scientific received information that this high, out of range atrial impedances were observed. The patient was in atrial fibrillation so threshold testing could not be performed, however sensing was confirmed to be normal. The physician suspected a set screw issue as all measurements with this lead were fine prior to the recent replacement procedure. The physician has elected to monitor the lead and device performance at this time. No adverse patient effects were reported.